Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the ins would randomly shut off. The rep reported that they interrogated the device and it was running. It was unknown if the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2020. The manufacturer representative met with the patient and the cause of the implantable neurostimulator (ins) randomly shutting off was not determined. The manufacturer representative did believe that the patient assumed high density (hd) programming with no tingling meant the device was off when in fact it was on. The manufacturer representative re-educated on hd programming and what the patient programmer would show if the device was actually off. It was confirmed that the issue was resolved with the actions reported. No further complications were reported.